Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was smoking. The communicator power cord was hot. The power cord indicator light did not illuminate. The company representative advise the patient to send back the communicator and power cord. No adverse patient effects were reported.